Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. The esc button is not responding. It was stated that the issue has been occurring for a while, but it would be resolved with changing the battery. The issue can no longer be solved by changing the battery. The blood glucose reading was between 8 mmol/l and 12 mmol/l. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.